Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a hematoma post implant of the cardiac resynchronization therapy defibrillator (crt-d).  The hematoma occurred after the patient was administered anticoagulant medication hours after the implant procedure against the physician orders. The patient was brought back to the hospital, the pocket was evacuated and cleaned with antibiotics. The crt-d was placed into a antibacterial envelope and then back into the patient's body. The pocket was then reclosed using a suture closure. The crt-d function remained normal.  No further patient complications have been reported as a result of this event.